Event description:
It was reported that there was a sudden impedance rise and a suspected lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant: 5076-52 lead implanted: (B)(6) 2010. (B)(4).